Manufacturer narrative:
Abbott molecular has taken a field action (fa-cam-oct2011-110) to address this issue. The following mdrs were also filed: MDR 3005248192-2011-00012, 00014, 00015 and 00016. The root cause of this event is being investigated.

Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and the abbott m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. The field service engineer (fse) at (B)(6) reported that the optical window was missing from the liquid waste sensor. The red lens of the liquid waste sensor was broken and the housing was deformed. The liquid waste sensor was replaced per instrument service advisory (isa) (B)(4).